Event description:
It was reported that the procedure was to treat the popliteal artery with 60% stenosis. The vessel was about 5 mm and was prepared with a 5 mm and 6 mm balloon at 8 and 14 atmospheres for 3 minutes each. The 5.5x80 mm supera self expanding stent system (sess) was advanced to the lesion and deployment was initiated. Deployment went perfectly and the stent was fully deployed but when the second red clip was unclipped and the thumbslide was advanced, the stent pulled back into the sheath. It was also noted the white tip of the supera sess separated. The stent and delivery system were removed together. Another supera sess was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during final stent deployment (when the second red clip was unclipped and the thumbslide was advanced) the sheath was too close and the stent inadvertently partially deployed into the sheath. Interaction and/or manipulation of the compromised device ultimately resulted in the reported tip material separation/noted tip jacket and inner member material separations. The noted sheath kinks likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report it was reported that the tip was inside the sheath when the sheath was removed. No additional information was provided.